Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation versacross connect access solution for faradrive kit was selected for use. It has been mentioned that transseptal puncture was attempted as usual; an energization tone was heard however, poor energization was observed. The rf wire was exposed approximately 1-3 mm immediately before attempting the puncture. Since energization was performed several times, the degree of exposure was also adjusted each time. Reconnection of the cable, reconnection of the dispersive electrode, and replacement of the dispersive electrode were performed yet no improvement. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is not expected to be returned as it has been disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.